Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/03/2014 with the following findings: the display screen was dim and discolored. The pump's case was cracked near the top right corner of the display. There was no evidence of moisture observed in the battery compartment or the cartridge compartment. A leak test revealed a leak at a crack in the case. The pump was opened and no evidence of moisture was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen was dim. Additionally the reporter stated that the battery compartment and cartridge compartment had evidence of moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.